Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to an integrated circuit located on the monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed self test for ECG function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.